Event description:
First medtronic device put in (B)(6) of 2020. It was left in but turned off. It is still attached to my heart forever; in (B)(6) of 2021, a second and different type of pacemaker was put in. There is no way to remove it.